Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted ipg was not returned as rep was unaware. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred few years ago from the date the manufacturer became aware of the event. Explant date: few years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5021950 / 5021969.